Event description:
False positive advia centaur xp troponin ultra results were obtained for two pt samples. The results were questioned. Testing was repeated for the pt samples. The results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra results maybe due to fibrin clots or strings in the sample. The customer observed that their sample tubes, gel barrier, looked as if it was leaving fibrin clots or strings sometimes. The instrument is performing within specifications. No further evaluation of the device is required.